Manufacturer narrative:
E1: patient city: (B)(6), patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient had skin infection at the infusion site event on (B)(6) 2025. It was reported that the skin got red and purple and got itchy. The size of issue was one to two inch. The issue was at the belly button. The patient visited family doctor and got medication to treat it. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary device history record (DHR) review for 2166879: the lot 2166879 was manufactured according to work instruction (wi) version 80 appendix 1 batch card for production of packaging room, on 17/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Device history record (DHR) review for complaint (B)(4): the lot 6007613 was manufactured according to document version 80 appendix 1 batch card for production of packaging room, on 17/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.